Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during the implant procedure with this right ventricular (rv) defibrillation lead there were high pacing impedance measurements greater than 3,000 ohms when connected to the device. Subsequently the lead was tested with the pacing system analyzer (psa) and had variable measurements. Inspection of the lead revealed a cut in the insulation. The lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut in the insulation was identified 12 centimeters (cm) from the terminal pin, which severed the high voltage conductor coil. Subsequently the lead did not pass electrical testing.